Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infections, revisions, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent 3 mesh revisions in 2012 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2005 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and ivs tunneller were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent an excision of eroded mesh on (B)(6) 2012. The patient underwent an abdominal fascial sling harvest and transvaginal mid-urethral fascial sling placement.